Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a critical battery alarm when connected to the controller even if the other battery charge was more than 75%. It was stated that there was no effect on patient. The battery was stated to have been replaced. No additional information available.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that the patient experienced a critical battery alarm. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the unit passed visual inspection and functional testing; the battery was able to adequately provide power to a controller. Log file analysis revealed a critical battery alarm on (B)(4) 2017 at 15:32:35. A review of the alarm file revealed that the critical battery was triggered by (B)(4) at 3% relative state of charge (rsoc). The data point prior to the critical battery alarm revealed that a different battery, (B)(4), was previously connected with 56% rsoc. This indicates that the patient most likely exchanged (B)(4) with (B)(4)when the battery was already depleted. Based on the available information, a possible root cause of the reported event can be attributed to depleted battery that was inadvertently connected to the controller, causing the controller to alarm a critical battery alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.